Manufacturer narrative:
The clinic's meter was a coaguchek xs meter with serial number (B)(6). The test strips used with the doctor's meter were lot 63658311 with an expiration date of 31-mar-2024. The doctor's office declined to have any product replaced. Patient's meter: 2.1 inr at 6:19 p.m. For this measurement, it took about 30 seconds before the test strip was dosed with a sample.

Manufacturer narrative:
Section h6 was updated. The reporter's meter with serial number wu00163120 and test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.2 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.0 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #3 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the reporter were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) compared to another meter at the doctor's office. The reporter believed the doctor's meter was a coaguchek device but was not sure. On (B)(6) 2023 the patient had the following results: doctor's meter: 1.8 inr at around 3:00 p.m. Patient's meter: 2.1 inr at 6:19 p.m. Patient's meter: 2.8 inr at 6:23 p.m. Patient's meter: 1.8 inr at 6:31 p.m. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is 2-4 times a month.

Manufacturer narrative:
Initial reporter's occupation is patient/consumer. The meter and the test strips were requested for investigation. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.